Event description:
It was reported to philips that the system displayed a low load fluoroscopy error message, which would impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.